Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 463 mg/dl at the time of incident and current blood glucose level was 241 mg/dl and customer was feeling ok. Confirmed that customer was not on auto mode at the time of incident. Customer had trouble with the insulin pump, states the insulin pump did not delivering enough insulin to the customer. Customer also experienced that the insulin pump was telling low reservoir so they changed it and after 4 hours it alarmed again low reservoir but it was not. Offered troubleshooting to customer for high blood glucose level but, customer denied. The device will be returned for analysis.